Event description:
User received results for ft3 that do not fit clinical picture. Initial ft3 result >32.55 pg/ml, initial ft4 1.38 ng/gl. Initial tsh .075 uiu/ml. Sample was repeated three days later on other analyzer giving the following results: ft3 3.93 ng/l, ft4 1.36 ng/dl, tsh 0.61 uiu/ml. Ft3 was repeated on the same analyzer giving 21.0 pg/ml. Further investigation revealed there was an interfering factor in the sample to the idiotype of the assay antibody.